Manufacturer narrative:
Additional devices involved in the event: (B)(4) - battery / catalog number 1650 / expiration date 08/31/2016. Device available for evaluation: yes, 05/25/2016. Device manufacture date: 08/21/2015. Labeled for single use: no. (B)(4). Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed since log file analysis did not reveal any anomalies during the analyzed period for (B)(4). However the controller logs showed occurrences of premature switching events near the event date for (B)(4). Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event of power disconnect alarm could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of anomalies. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that the patient is reporting single intermittent beep associated with these two batteries. Batteries were removed from service. There was no effect on the patient.